Manufacturer narrative:
Continuation of d10: 457453 lead; implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced palpitations that brought them into their physician's office. During that visit, it was discovered that the right atrial (ra) lead appeared to be dislodged based on intracardiacs and there was no capture on the left ventricular (lv) lead. A chest x-ray was done and confirmed that the ra and lv leads were pulled back. During the revision procedure, the physician decided to replace the leads because upon observing the leads, it was noted that they were twisted confirming the patient's twiddler's syndrome post implant. No further patient complications have been reported as a result of this event.